Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating xtra thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Pmvs visual inspection of the reload noted that it was partially fired. Pmvs functional evaluation noted that the reload fired satisfactorily. Visual and functional testing of the returned product confirmed the product met quality specifications. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy, the stapler misfired. Halfway through doing the sleeve, as the firing was taking place, the firing slowed down. The surgeon then stopped and tried firing again, but it would not continue firing. The staple reload was then opened and replaced with a new reload to complete the procedure successfully. There was no patient injury.